Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that up, down, and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2016 with the following findings: during investigation, a cs 064 alarm occurred at power up and it was unable be cleared by re-starting the pump to advance to the verification screen. The keypad responsiveness was unable to be tested due to the alarm. The keypad was removed and there was no contamination found under the contacts. Unrelated to the original complaint, the pump was opened and there was evidence of moisture on internal components. The audio bolus button cover was found to be punctured. The battery compartment was found to be cracked.